Manufacturer narrative:
Evaluation summary: no sample was returned, therefore, the condition of the product could not be verified and visual inspection cannot be performed. A sample was not returned since the shunt has remained in the eye. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to approved release criteria. Because a sample was not returned, the root cause cannot be determined. There have been no other similar complaints reported in the lot number. Additional information was requested and received. (B)(4)

Event description:
A customer reported following a glaucoma filtration device implant procedure, the patient experienced hypotony and a shallow anterior chamber. The device was also touched to the iris. Additional information was requested.